Event description:
The customer reported erroneous creatine kinase-mb (ck-mb) results for an unk number of pts and quality control issues involving unicel dxi 800 access immunoassay system. Quality control and samples were retested on access 2 immunoassay system and produced results within the normal reference range. The erroneous results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There was no indication service was dispatched as the customer did not question system performance. It was noted creatine kinase-mb (ck-mb) reagent pack was discovered in the reagent inventories of both systems, unicel dxi 800 access immunoassay system and access 2 immunoassay system with a total of 75 tests used. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.